Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein in conjunction with motor vehicle accident (mva) and "ts". Patient is alleging device tilt and mesenteric perforation. Per the (B)(6) 2020 computed tomography (CT) abdomen without contrast: "an ivc filter is noted within the infrarenal inferior vena cava. Its upper tip is below the level of the left renal vein. It is also at the level of the inferior margin of the inferior vena cava entrance of the right renal vein. There is a slight tilt towards the right. The superior tip of the of filter is 3.7 mm away from the right lateral inferior vena cava wall, and 1.33 cm away from the left lateral inferior vena cava wall. On the next axial slice inferiorly, the distance between the superior tip and right lateral inferior vena cava wall is 2.3 mm, and on the next slice inferiorly, the tip is 2.8 mm and subsequently 4.9 mm away from the inferior vena cava wall. The anterior strut of the inferior vena cava filter is located in the duodenal wall by total 6.2-6.3 mm away from the external margin of the inferior vena cava wall. The posterior strut of the filter appears to be partially within the inferior vena cava wall and partially just beyond the inferior vena cava wall by approximately 2 mm. It does not indent into an vital structure, as there is only the vertebral column posterior to it and no prevertebral or paraspinal vein. The left lateral strut of the inferior vena cava is located within adjacent fatty tissue". "The right lateral strut of the inferior vena cava is located just beyond the inferior vena cava wall. Its overall extent beyond the inferior vena cava wall is 2.6 mm on coronal images and 2.7 mm on axil images. It directly abuts the right lateral inferior vena cava wall. It is also adjacent to the right gonadal vein, but does not indent or perforate the gonadal vein. It is also adjacent to smaller vein that appears to be retroperitoneal vein, but does not indent or perforate the vein. The inferior vena cava entrances of these veins are located further cephalad (2.9 cm) from the caudal tip of the strut".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."